Event description:
Morning chest x-ray indicated PICC line malpositioned (not dislodgement). Previous days chest x-ray showed PICC line in perfect position. Tl solo power PICC placed 8/23. FDA safety report ID # (B)(4).